Event description:
During implant, it was discovered that the tip of the lead was bent before use. The bent lead was not used and the implant was completed with a new lead. The pt was not injured. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). The lead has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.